Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented to the hospital after feeling a patient notifier, the device was found in backup vvi mode. The cause of the backup mode was a reset reason. The device was restored to normal function after a device download was installed. The patient condition was stable before during and after the download.